Event description:
This customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the technician was not using metal rejection techniques and there was metal in the field when the problem occurred. System operates as intended. (B)(4).